Event description:
It was reported that none of the buttons on the left column are operable on the device's large keypad. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.